Event description:
It was reported that the patient was connected to the hospital's mobile power unit (mpu). The mpu alarmed with no visual or audible alarms noted on the system controller. The staff noticed that there were no green arrows illuminated, and the pump appeared to be off. The patient connected back to battery power and the system controller appeared to show as if it was not connected to a patient, showing "charging" on the screen and then would give parameters numbers then go back to "charging". The green arrows were faintly illuminated (all lights in the room had to be shut off to notice this). The log files were reviewed and captured low voltage hazard events while using the mpu. It appeared the mpu lost total power enabling the emergency backup battery (ebb) until power was restored to the mpu. The driveline was disconnected on (B)(6) 2025. There was nothing unusual seen in the log file or anything mpu related prior to the driveline disconnect and system controller exchange. The driveline disconnect on (B)(6) 2025 was due to a system controller exchange. The ac power cord did not come loose at the hospital wall outlet or from the back of the unit. The issue was resolved with the system controller exchange. There was no patient consequence due to the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files did not confirm data consistent with a pump stop. The controller event log file contained events from 03apr2025 through 04apr2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. D are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, state "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The patient handbook also explains that the pump cannot run without power. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies,¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU and patient handbook contain various sections regarding events/actions which would lead to a pump stop, including driveline disconnection. Appropriate responses to these situations are also outlined in these documents. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.